Event description:
It was reported that the patient underwent surgery where four cables were placed bilaterally at the superior end of the posterior construct. Approximately 1 month post-op, x-ray and CT scan showed all four cables had broken. A revision surgery was done and new cables were placed in the same location and the construct was extended 4 levels cephalad using screws.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.